Event description:
Information was received regarding a cadd extension set. It was reported that the set leaked while in use. Patient had back up device to use, therefore she was able to successfully continue her life sustaining infusion. There was no patient or clinical injury.